Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. D4: batch # u95m7u. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the er420 device was received with the feed bar out of its intended position between the top shroud and the jaws instead of aligned to the jaw pockets. In an attempt to replicate the reported incident, the instrument was functionally tested. The device was cycled and the four clips were not properly fed. In order to verify the condition of the internal components, the device was disassembled and the trigger top was found to be broken. Further analysis showed a crack on the shroud top and some marks on the tip of the feed bar. In addition, four clips were inside the clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that product failure is multifactorial. Due to the damage found on the device, a possible cause for the condition is due to improper handling. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021: event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the er420 forms clips incorrectly. Device fired malformed clips. It is unknown how procedure was completed. There was no patient consequence.